Manufacturer narrative:
Concomitant medical products: 5076-45 lead implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the clinician that there were question marks in place of the diagnostic data for pacing/sensing percentages. It was noted that the patient received radiation treatment in (B)(6) 2017. The clinician was given instructions on how to recover the device data. The device remains in use. No patient complications have been reported as a result of this event.